Manufacturer narrative:
On 03-sep-2019, mentor received the suspect medical device. On 18-sep-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast saline implant. During visual evaluation a crease was observed in the anterior view expanding to the posterior view , also a tear was noted in posterior view within the crease, measuring approximately 0.2 cm. No additional anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 425cc mentor smooth round moderate profile, catalog # 3501670, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unspecified breast surgery with an unknown mentor saline breast implant and experienced postoperative right-sided deflation. The deflation was confirmed by a physician. As a result, the patient underwent bilateral removal and replacement with 440cc mentor memorygel breast implant, catalog # smpx440, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019.